Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400.  17845-5a-aw rev b 09/17. Changing your pod.  Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported while a patient was activating a pod after the double beep the cannula had not deploy, in addition it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patients reported blood glucose level was 400 mg/dl. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the device was received with the cannula not deployed. The download data indicates that the device did not run any pulses. The bottom and middle batteries were found to have low voltage. The device had insufficient battery power to function and the cause of the failure to deploy was determined to be prematurely discharged batteries.